Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not find the fault, the reported problem could not be duplicated. The programmer was tested to manufacturing specifications. (B)(4).

Event description:
It was reported that the programmer was overheating and that it was not printing correctly. Everything was being sent to the print queue. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.